Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information were addressed inappropriately in section h4. The following section has been updated accordingly: section h4: device manufacture date: apr 6, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Log. It was reported that an intraocular lens (iol) will have to be explanted from patient's eye as patient is very unhappy. Per surgeon the poor quality of vision is attributed to the defects on the central aspect of the optic. Patient wishes iol exchange for a monofocal lens with the goal of good distance vision. No further information received.

Manufacturer narrative:
Patient information: unknown/ asked but not available. If explanted, give date: not applicable, as device remains implanted. The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data; upon further review of the file it was noted that the reporter's telephone number was inadvertently omitted from section h10 of the initial MDR (MFR report number. Therefore, this supplemental filing is to provide the following correction: section e1: phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. .